Event description:
Hosps experienced several failures overnight while trying to program crucial medications in the ICU's. The IV tubing sets primed without incident, but while trying to program the plumb pump, an error message, "cassette test failures," would appear. The tubing had to be changed two or three times in order for the pump to operate correctly. The tubing sets were used on other pumps for test purposes and the same message appeared. A couple of times the pumps failed as well. Another problem that has been noticed is that thicker formulas, propofol with lipid-based solution, as well as bone marrow, will not prime.